Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device took an extended time to charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was verified and attributed to the surepower ii battery. The battery was replaced to remedy the report. The device passed all testing, was recertified, and returned to the customer. It's important to note that the battery is 6+ years of age. Analysis of reports of this type has not identified an increase in trend.